Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred while performing a run test at the sales office. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician confirmed the customer¿s issue during an operational check of the device and observed error codes e-145 (pressure sensor fail) in the device¿s event log. The service technician replaced the sensor on the printed circuit assembly to address the issue. Additional findings not related to the malfunction/issue was deterioration to the whisper cap, and it was replaced on the device. The following parts were proactively replaced on the device: trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold, and oxygen blender purge fan. After all parts were replaced on the device, the repair and run-in tests were performed, along with the battery and valve checks. The device was operating properly, and it was cleaned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred while performing a run test at the sales office. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.